Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the pylorus during an esophagogastroduodenoscopy (egd) procedure to treat pyloric stricture performed on (B)(6) 2025. During the procedure, a pyloric dilatation was performed. It was reported that the balloon burst when inflated at 20 mm. The procedure was completed with another cre fixed wire dilatation balloon device. There were no patient complications reported as a result of this event. Note: the instruction for use (IFU) states that the cre fixed wire balloon dilatation catheters are indicated for use in adult and adolescent populations to endoscopically dilate strictures of the esophagus. However, the complainant reported that the anatomy location of the procedure was at the pylorus.